Event description:
After an implantation period of approx. 55 months, oversensing was reported. During the revision procedure, the ICD was removed and the leads remained in situ. The patient was discharged in good clinical condition and was scheduled for subcutaneous ICD and receives antibiotics. At the moment biotronik has no further details with regard to the scheduled revision.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available fu data showed noise on the ventricular channel which led to oversensing as reported in the complaint description. Furthermore the pacing impedance trend curve showed values around 500 ohms between (B)(6) 2017 with three decreases to <200 ohms in around (B)(6) 2017. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.